Manufacturer narrative:
Investigation review DHR inspect returned samples distribution history: this complaint unit was manufactured at csi on 9/14/2016 under wo #(B)(4)and shipped on 11/07/2016. Manufacturing record review: DHR 209890 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: this unit was serviced for a damaged I/e tube in january 2020. Historical complaint review: a review of the 2-year complaint history showed no similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. . Visual evaluation: visual examination of the complaint unit revealed physical damage. The damage was limited to the rupture disc and performed as designed. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. With a blown rupture disk the unit will have an opening for escaping gas. Root cause: the rupture disc (p/n 200285) is rated to burst at pressure starting at 1425 psi. The unit's normal operating pressure is lower than 1000 psi and closer to 750 psi. A definitive root cause is not determined. However, the complaint condition is consistent with the device being exposed to higher pressures than normal. This unit was likely attached to a tank that was at higher than normal pressure. Corrective actions the unit was repaired, tested to specifications and returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary. No further training required. Was the complaint confirmed? Yes.

Event description:
Customer stated: "after a freeze/thaw cycle, the brass bolt next to the one with the white silicon, will leak from the open circle". 1216677-2021-00137 900001 ll100 cryosurgical (B)(4)

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.

Event description:
Per customer: after a freeze/thaw cycle, the brass bolt next to the one with the white silicon, will leak from the open circle. Per tech: confirmed complaint. Rupture disc relief device blown. Repair log: 96410. Ll100 cryosurgical 900001 e-complaint-(B)(4).